Manufacturer narrative:
The device was not available, but pictures were provided. The intended use of the product is for tissue closure, and improper technique may result in needle breakage. Based on the complaint, the most likely root cause is due to the product being used on bone. Root cause is off-label use. If any additional relevant information is identified it will be submitted in a supplemental report.

Manufacturer narrative:
The device is not available for evaluation. The investigation is ongoing. Once additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "the issue is they are bending and breaking the tips off when passing through bone."